Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that her daughter had a tampon which the string broke upon removal leaving the tampon inside. The daughter was able to manually remove the tampon and experienced soreness after but has recovered.